Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the insertable cardiac monitor (icm) device was inspected and analyzed. Visual examination noted no anomalies. Functional testing was not able to be performed due to the icm device being received at end of service (eos) battery status. The eos condition was expected since the device was part of a clinical trial; longevity calculations confirmed the device lasted as long as expected. A review of the icm device data found no system errors or faults, the device appeared to be functioning as expected. No sensing issues were observed within the latest event stored by the device. Detailed analysis did not reveal any abnormalities that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this insertable cardiac monitor (icm) device was storing pause events in latitude clarity. Upon review, it was noted that the reported pauses were stored due to undersensing. Icm device explant was recommended. The patient underwent a surgical procedure to have this icm device explanted. No adverse patient effects were reported. This device has been returned, and analysis has been completed.

Event description:
It was reported that this insertable cardiac monitor (icm) device was storing pause events in latitude clarity. Upon review, it was noted that the reported pauses were stored due to undersensing. Icm device explant was recommended. The patient underwent a surgical procedure to have this icm device explanted. No adverse patient effects were reported. This device has been returned for analysis.